Manufacturer narrative:
(B)(4).

Event description:
Received info the pt is experiencing a burning sensation at the extension site. Device interrogation was done and impedances > 10,000 ohms on 4-5-6-7 was found. A plug is in 8-15, pt is using 0-3 and 4-7 electrodes. Manufacturer's rep is not able to program around the impedance issue. A revision is being considered. Additional info has been requested and if received a follow up report will be sent.